Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative reported that the patient has had a heavy feeling in their legs since the MRI but that the feeling goes away when stimulation is turned on so they don't think the cause of the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patients symptoms have resolved. MRI was aborted as a method of action/ intervention towards the issue. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a manufacturer representative. It was reported that the patient had an MRI performed a couple of years ago. At this MRI, the technician did not put their stimulator into MRI mode and they experienced pain and shocking sensations at the battery site and they noted that the battery moved slightly. The patient made them terminate the scan. Their healthcare provider confirmed that the ins moved a bit due to this issue. It was noted that the patient was currently using their ins.

Event description:
The patient's battery was replaced with a non-rechargeable and the pocket was revised on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an MRI and the ins wasn't shut off or put into MRI mode. The battery became warm during the MRI and the scan had to be stopped. The warmth went away and the patient reported having a tingly feeling in their legs but this seemed to have mostly subsided as well. The patient said the ins seemed to be functioning ok and they didn't experience shocking but rather a more intense stimulation sensation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they turned off their stimulator program, but they were still feeling a burning sensation between their ankle and knees. The patient was also feeling something tingling and they were unsure if the device had successfully turned off. No further complications were reported or anticipated.